Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure and a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "after the blood collection, it was found the safety unit device was offset and bent and could not be fastened. The pregnant teacher got a needle stick."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a safety shield failure and a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: "after the blood collection, it was found the safety unit device was offset and bent and could not be fastened. The pregnant teacher got a needle stick."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for bent IV needle was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues. This complaint has been confirmed for the indicated failure mode bent IV needle. Bd determined that the root cause of the indicated failure mode was attributed to bent needles received from the supplier, which caused a jam on the manufacturing line when loading the IV shield. This machine jam would have led to the further bending of the needle.